Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user's report was confirmed. The image was not present due to the scraping of the electrical contacts on the video connector. Additionally, the distal end adhesive was missing. The video connector, light guide connector, and the directional plate all had scratches present. Dirt was also noted on the number one switch. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye flex deflectable videoscope was not producing an image during preparation for a therapeutic procedure. Accordingly to the initial reporter, the intended procedure was completed using a replacement device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the electrical contact defects could not be determined. It is possible that the cause was failures of the image sensor unit, internal circuit board of the video connector, or video system center. It could have also been caused by unstable communication status between the endoscope and the video system center due to the attachment of foreign materials or scratches in the video connector's electrical contacts. Olympus will continue to monitor field performance for this device.